Manufacturer narrative:
(B)(4). D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. D10: item name: unknown 36mm 10°liner; item number unknown; lot number unknown. Item name: unknown 36 +3.5 12/14 metal head; item number unknown; lot number unknown. Item name: unknown size 14 fiber metal taper stem; item number unknown; lot number unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent revision surgery due to an infection after an unknown amount of time post implantation. No further event information is available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h6, h10, h11. Corrected data: h6: component code. D4: primary unique device identification (UDI) number is not applicable as the product number of the device is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; a product evaluation could not be performed. Part and lot identification are necessary for review of device history records; neither was provided. Insufficient information provided. Unable to perform a compatibility check. A complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.